Event description:
It was reported that this pacemaker recorded a code 1003, which states a voltage alert. A request was made to have data from this device analyzed. Data analysis identified that this voltage alert was triggered due to potential high impedance within the battery condition. Device replacement was recommended once rf telemetry is disabled. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported, and this device has not been returned.